Event description:
A surgeon reported during the laser assisted portion of a cataract procedure the "corneal incisions thickness adjustment" control points were higher than scanning-image of cornea. The control points were reset and treatment was started. Reporter indicated the control points were still too anterior and the laser did not perform the dissections; therefore, conversion to standard conventional dissection was performed. Reporter relayed no pt harm occurred.

Manufacturer narrative:
The device history records were reviewed for the laser, and there were no unusual findings related to the reported issue. The field service engineer (fse) checked out the control points and found them to be about 10 cm above the cornea. The fse adjusted the control points using the reference arm stepper motor to resolve the issue. The reported issue of the capsulorhexis and incisions not being performed was a result of the control points being too anterior. That resulted in the incisions being made anterior of the cornea and the capsule. (B)(4).